Event description:
It was reported that during a routine follow-up, it was noted that the lead impedance had gradually increased. Loss of capture was also observed. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.